Event description:
It was reported that blood leakage was observed at the blue connector (optics connector). It was further reported that the catheter was removed and two wires were exposed at the distal tip; however, the end was tapered. No patient complications were reported. Unk model was reported; however, it was noted to be a presep catheter.

Manufacturer narrative:
The device has not been returned for evaluation.